Manufacturer narrative:
D11: patient medications include but are not limited to: vantin, cartia, gentamicin.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper placement. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, during an endovascular procedure with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses, it was reported that the iliac branch component was deployed more distal to the left hypogastric artery than intended. The left hypogastric artery was coil embolized and covered. There was no device deficiency reported. The patient tolerated the procedure.